Event description:
In 2008, I purchased a respironics m-series CPAP machine with a heated humidifier. Several times now, I have found water in the bottom of the humidifier and on my nightstand below the CPAP unit. I contacted respironics and was told that I should moisten the blue o-ring that is used to seal the two halves of the humidifier chamber. I had been doing this for several days when the problem occurred again two days ago. In addition to furniture damage, I am very concerned about possible electrical shock, short circuit and/or fire caused by the water leaking out of the chamber onto the heating circuit below the water chamber. I did some research and found that respironics has updated the chamber kit a couple of months ago. Instead of the original blue o-ring and latch, it now has a larger black seal and latch. Given the very risk of both safety and property damage, I asked a respironics customer svc agent if there were any plans to recall this device and was told that there are not.